Event description:
Information received does not address the patient's clinical status but notes that a trans-telephonic follow-up showed vvi pacing when the previous office visit showed ddd pacing. Interrogation of the device observed dashes (---) for several parameters. The patient was admitted to the emergency room and an evaluation noted that the device exhibited memory loss. Attempts to download and return to standard were unsuccessful in restoring the values.